Event description:
The customer stated that a false negative axsym ca19-9 result of 1.12 u/ml was generated. The patient's previous values had fluctuated from 60 to 100 u/ml. The sample was retested and a result of 70.8 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). The customer cleaned the sampling probe on the axsym analyzer, which resolved the issue. Customer complaint data was reviewed and no adverse trends were identified. The axsym system operations manual, and the axsym ca 19-9 reagent package insert were reviewed and were found to adequately address the issue. The investigation did not identify a product deficiency.